Manufacturer narrative:
No sample is available for manufacturer to evaluate.

Event description:
Complaint alleges: the customer reports that the catheter was inserted in the patient and the stylet cannot be removed, because it adhered to the catheter. No patient injury reported. Patient current condition is fine.